Manufacturer narrative:
Manufacturer/compounder: baxter healthcare - (B)(4). (B)(6). (B)(4). The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient underwent an unspecified surgery in which a floseal was used. It was reported the patient experienced anaphylaxis. It was not reported if there was any medical intervention. No further detail was provided regarding treatment, if hospitalization was required or the patient outcome. No additional information is available.